Event description:
Atrial fibrillation was being anticoagulated with riveroxaban, a drug that is to be given in the evening according to the label. The drug was held for a procedure and then, the drug continued by entering the appropriate clicks on the cpoe system in the a.m. That day, the drug was not administered because the cpoe system did not transfer the "resume" order to the rn work list. It was not until the next day that the pt received the medication. When it was given, it was given in the morning, at the wrong time. Dangerous defaults in the system and interface communication failure put this pt at risk for stroke and other embolic complications.